Event description:
It was reported that during an elective ptca stenting treatment procedure of a 70% stenotic lesion in the lad, very close to the anastamosis of the svg to the lad, a perforation at the site of the stent deployment was noted. The physician was initially going to deploy a 5.0mm stent, but following pre-dilatation with a maverick balloon, chose the 4.0mm stent and deployed it successfully at the target lesion @ 12 atms. It is estimated that the reference diameter of the graft was 5.0mm, narrowing to 2.5mm at the anastamosis and was 3.0mm in the distal lad. Following the removal of the delivery device, angiograms revealed a perforation at the site of the stent. The patient developed chest pain, hypotension and EKG changes. The thrombolytics were reversed and a jomed stent was deployed to seal the perforation, but it appeared that the distal lad became occluded and slow/no flow was observed. The patient was taken to surgery for an emergency pericardiocentesis. The patient was transferred to the intensive care unit where patient was resuscitated following cardiac arrest. Patient had elevated enzyme levels and arrhythmias following the surgery. Patient subsequently died 2002 reportedly due to complications of a myocardial infarction. No autopsy was performed. It was reported that the device did not malfunction, but that the stent was oversized for the target lesion.